Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states a neonate patient tested crlo (result less than 35 mg/dl) and 38 mg/dl on the inform ii system while a comparison lab returned as 75 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.